Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.

Event description:
It was reported the pt experienced intercostal pain believed to be a result of lateral lead placement. The physician decided to explant the pt's lead, but he left the ipg implanted. Percutaneous leads will be implanted at a later date. The explanted device will not be returned to the manufacturer.